Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a clival based tumor, an arterial vascular injury was suspected in the medial and anterior portion of the right internal carotid artery. The 4.0 x 12 mm graftmaster stent delivery system (sds) was advanced, and the stent was deployed without issue. There was still some remaining leak; therefore, a non-abbott sds was advanced, but could not cross to the perforation. A non-abbott flow-diverting stent was then placed; however, there was still some endoleak observed. An embolization device was then used, and the perforation was sealed successfully. The patient was discharged with no further bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.